Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The device history records (DHR) could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. No sample was returned, therefore, the condition of the product could not be verified. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
An ophthalmologist reported that on the first day following a glaucoma filtration device (gfd) implant procedure, the patient had a hyphema and the intraocular pressure (iop) had increased. Eye ball massage and laser suture lysis were not effective, therefore, it was determined that a blood clot caused the occlusion of the gfd. An application of tissue plasminogen activator into the anterior chamber was performed two days after the surgery. Right after the surgery, prompt fibrinolytic activity of hematoma was observed. The filtering bleb was formed and the iop decreased. Additional information has been requested.